Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the patient line. Customer had not loaded a new cartridge at time of call and stated that she would resort to manual insulin injections for insulin therapy until replacement supplies arrive. Customer's blood glucose was 299 mg/dl.